Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. The unit was tested, confirmed to be operating according to specification, and returned to service. The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. No additional issues have been reported.

Manufacturer narrative:
Through follow-up with the user facility, steris learned that the employee was not wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The unit is pending inspection. The investigation is in process. A follow-up MDR will be submitted when additional information become available.

Event description:
The user facility reported that an employee received a burn on their hand and fingers while operating a v-pro max sterilizer. No medical treatment was sought and administered.